Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 474 mg/dl. Customer treated high blood glucose with insulin pump and manual injection. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer programmed setting on her own and did not recall correct settings. Customer was advised to contact healthcare professional regarding settings.